Event description:
During e.r.c.p. The elevator of the scope did not work causing the procedure to be completed with a second scope. According to the info from the account, a medwatch report was completed and the event was described as having caused trauma and extensive pain to the pt due to retrieving the scope and reinserting another. Rn stated that these things did not occur but she felt that there was trauma because of the length of the procedure. The rn stated that the reasons that the procedure was so long was because no other scope was readily available. Their were no pt injuries.